Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported an alarm. The patient stated that insulin leaked during the manual prime process. In troubleshooting, the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading is 125 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.